Event description:
End user alleges that some number of patients (estimated less than 25) developed rashes and "infections" after using the kit. Manufacturer provides customer medical specialties dist. With dressing change kits. According to complaint information, kits were used for dressing changes. Patients showed signs of skin irritation after dressing change occurred. Symptoms included rashes and the appearance of infections. Antiseptics were manufactured by cardinal health. Other components manufactured by 3m. Medikmark contacted 3m and cardinal health for an unrelated issue and at the time both (B)(6) from 3m and (B)(6) from cardinal stated to medikmark that if dressing is placed on skin before the application of cloraprep has dried, trapped alcohol vapors can cause skin irritation. Attempts to get further information from customer were unsuccessful; customer said their customer decided to discontinue use of this kit for unrelated reasons (i.e., product backorders).